Manufacturer narrative:
As reported, a 4x20mm 142cm aviator plus was inserted into the lesion for a pre-dilation and crossed the lesion; however, it ruptured within its nominal pressure and was removed from the patient. The aviator plus was replaced with a new balloon catheter and a stent was implanted. The procedure was completed successfully. The lesion was the renal artery. A guidewire crossed the lesion without any issues. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The catheter was removed easily. The product was removed intact from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17661311 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/ preventive action will be taken at this time.

Event description:
As reported, an aviator plus was inserted into the lesion as a pre dilation and crossed the lesion, however it ruptured within its nominal pressure, and it was removed from the patient. The aviator plus was replaced with a new balloon catheter and a stent was implanted. The procedure was completed successfully. The lesion was the renal artery. A guidewire crossed the lesion without any issues. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The catheter was removed easily. The product was removed intact from the patient. Additional procedural details were requested but are unknown.